Manufacturer narrative:
The suspect device has not been returned to the legal manufacturer. Therefore, the reported phenomenon and condition of the device could not be confirmed. It also could not be confirmed if the device met specifications. The lot number was not provided, and the manufacture date could not be identified as well. Since the lot number of the subject device was unknown, the device history record for over the past year prior to the notification date was inspected. There were no deviations found that could have caused or contributed to the reported issue. After checking the contents of the instruction manual, the following warning was issued. ·never inflate the balloon to a diameter of more than 20 millimeters (mm) when using the endoscope in the trachea. This could result in suffocation of the patient. ·never withdraw the endoscope while the balloon is still inflated. Otherwise, the balloon may burst or come off the distal end of the endoscope. If the balloon cannot be deflated, insert the channel cleaning brush (bw-400b) into the irrigation port. Using slow, short strokes, carefully feed the brush to remove debris. After that, the balloon can be deflated. ·when withdrawing the endoscope, make sure that the balloon is completely deflated, using the ultrasound image and endoscopic field of view. Withdrawing the endoscope while the balloon is inflated could result in patient injury. ·always lubricate the balloon before insertion. Otherwise, the balloon could rupture or come off. This could result in patient injury. ·deflate the balloon before withdrawing the endoscope from the patient. Withdrawing the endoscope while the balloon is inflated could result in patient injury. Olympus will continue to monitor field performance for this device. This report has also been submitted on importer medwatch report #2429304 - 2023 - 00182.

Event description:
An olympus representative reported to olympus on behalf of the customer that a balloon fell off from the evis eus ultrasound bronchofibervideoscope inside the patient at the end of a diagnostic endoscopic bronchial ultrasound procedure. The balloon was pulled out with forceps fairly quick. The procedure was not prolonged. There was no harm or user injury reported due to the event. This event is reported under the following patient identifiers: (B)(6)- balloon. (B)(6)- evis eus ultrasound bronchofibervideoscope.